Event description:
Boston scientific crm received information that this pacemaker dependent patient experienced asystole and cardiac arrest. Additional information was received that this device was later explanted for normal battery depletion. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.